Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3108-35 serial #: (B)(4) description: scs lead extension kit sterile package model #: sc-2108-50m serial #: (B)(4) description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient was experiencing loss of stimulation and was having many high impedances. The patient will undergo a revision procedure of the leads/extensions. Possible malfunction with extension was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein two lead extensions were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation and was having many high impedances. The patient will undergo a revision procedure of the leads/extensions. Possible malfunction with extension was suspected.